Event description:
The user facility reported that the device channel was clogged. There was no patient or user injury reported. This MDR is being submitted based on the evaluation performed on the returned device. The evaluation confirmed that the suction channel port was clogged with unidentified foreign material. This phenomenon is indicative of insufficient or incorrect reprocessing of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the evaluation performed, the device was confirmed to be clogged with an unidentified foreign material and there is a possibility that the device was used to the patient in this condition. In addition, it was suspected that the channel tube (ch-tube) was deformed, which likely caused the resistance. The angulation control knob leaked, and the angulation movement is tight. The light guide tube was scratched. The image was noisy with snowflakes. The investigation is still ongoing, this report will be updated accordingly if new and relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the reprocessing method at the facility differed from the recommendations of the instructions for use (IFU); and, that the facility staff was less trained in reprocessing and/or device handling in accordance with the IFU. The IFU cautions the user against insufficient reprocessing: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. To prevent dirt adhesion, IFU (reprocessing manual) say to pre-clean devices immediately after each procedure: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.